Manufacturer narrative:
The investigation has been completed. The device logs confirmed that there was a purge piston blocked event, resulting in the purge fluid not detected screen and eventually a controller error. The console was returned and the evaluation of the device found that the piston blocked event was due to build of glucose on the stepper motor gasket. When the console arrived for repair, the spindle would not move freely when the console was not powered on. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support. The automated impella controller (aic) experienced a controller error yellow alarm, the resolution for this issue is unknown. No patient harm reported.